Manufacturer narrative:
H2/h3/h6: the enclosure motion control was returned and the reported complaint was not able to be confirmed. It was installed into a system and the system initialized. Motion, generator, and communication readied. Motion calibration passed. 2d and 3d were successful. Codes 10, 213 and 67 are applicable to this analysis. H2: additional information was received. The lot number of the enclosure motion control is rev. 1 : s/n 031747096. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was service din the field and hardware parts were replaced. The system passed all checkouts and was performing as intended. Logs were collected and sent for analysis. The following error was found: "motion interface status event: motion interface error. Positioner wdt expired (errornumber=4),gantry wdt expired (errornumber=8), rotor wdt expired (errornumber=16), galil 24 vdc out of spec (errornumber=128)" and it was suspected to be a motion enclosure assembly issue based on the errors. Other relevant device(s) are: kit svc o2 bi71000180 enclosure motion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system was intermittently switching to standalone mode requiring a restart and motion calibration to get system to 2d/3d mode. During a case they had to manually open the door in order to remove the system over the patient after a navigated 3d spin. They then had to shut down the system and on restart had to perform motion calibrations in order for the system to get to 2d mode. The site was advised to stop using the system until troubleshooting could be done. It is suspected that the motion enclosure assembly is what caused the event. There was a procedure delay of less than one hour and no impact to the patient.